Event description:
It was reported that high impedances greater than 40,000 ohms was measured. The manufacturing representative met with the patient to turn off their implantable neurostimulator (ins) prior to prostate surgery and they noticed high impedances on all pairs with electrode zero. Impedances of all other electrode pairs were in normal range with the highest impedances being 2859 ohms. The patient was using electrode zero on one of their programs. The program was set to 0+, 2- at 3.5v, 90 us, and 125 hz. The manufacturing representative referred the patient back to their healthcare professional to have the system checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# va0g0vp, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0g0vp, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).